Event description:
Add'l info rec'd from MFR 2/22/00: based on the analysis of the returned device MFR is unable to explain the reported field experience.

Event description:
Permanent pacemaker for high grade atrioventricular block. Recurrent syncope shown to be due to intermittent, no output failure of pacemaker that was implanted for only 9 months. MFR sent detailed letter of previous "wire" device.